Event description:
Surgeon reported that the suture broke one day post-operatively. Suture was used for sub-cuticular approximation following tumor/squamous cell excision. Pt was required to be re-sutured. Pt is doing well.